Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding customer was hospitalized due to diabetic ketoacidosis from the attorney of the family. The information received on (B)(6) 2020 stated the following reporter alleges no event description reporter alleges the customer began using an insulin pump. The customer was using a medtronic minimed insulin pump.